Event description:
New information received notes that the left ventricular lead exhibited failure to capture due to confirmed lead dislodgement via chest x-ray.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The lead was measured to be within product specification. The reported event of failure to capture was not confirmed. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: h6 codes for product not returned.

Event description:
It was reported that the patient presented for follow up with the left ventricular lead that exhibited failure to capture. The lead was explanted and replaced. The patient was in stable condition. Further information was requested but not received.